Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm non bsc balloon. A 3.0x30mm non bsc stent was implanted in the lad and a 2.5x18mm non bsc stent was implanted in the diagonal lesion. A 3.0x15mm quantum maverick balloon was advanced to the lesion for postdilation; however, during advancement, the shaft of the device broke. The physician was able to successfully remove the whole device from the pt, and the procedure was completed with another of the same device. No pt complications were reported with the pt's current condition listed as "stable".